Manufacturer narrative:
This report is submitted on january 8, 2020.

Event description:
Per the clinic, the patient experienced a skin-flap breakdown. The device was explanted on (B)(6) 2019. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2019-02737. This report is submitted february 18, 2020.